Event description:
It was reported that the patient with this implantable pacemaker was informed by the physician that the device was not functioning. This pacemaker remains in service and will not be returned. No adverse patient effects were reported.